Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed multiple cs 162 loss of prime warnings with low non-zero force. During testing, the pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within specification. The pump was opened and no damage was found to the force sensor circuit. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).